Event description:
Complainant alleges a heating pad caught fire and burned a hole in her couch. No injuries were reported with this incident.

Manufacturer narrative:
This pad was severely bunched / folded. Bunching / folding is abuse of the product and a violation of the instructions and warnings provided. No injuries were reported with this incident. This incident is direct result of misuse / abuse of the product.